Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2021 with ischemic cerebrovascular accident (cva) and noted subsequent large hemorrhagic transformation. Family withdrew care and patient passed away on (B)(6) 2021.

Event description:
It was reported that there were no changes to patient condition or anticoagulation status that may have contributed. The patient had a computed tomography angiography (cta) scan and embolectomy performed at an outside hospital. Follow-up cta showed progression of ischemic to hemorrhagic. Patient status was critical. Patient was then transitioned to comfort care. The death was not considered to be device related. The device operated as expected. The device did not return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.